Manufacturer narrative:
(B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported the patient was revised due to swelling, groin and femoral pain and severe trunnionosis around the neck and femoral head.

Manufacturer narrative:
This report is being amended to reflect changes. No devices or photos were received; therefore the condition of the components is unknown. Device history record review and complaint history review could not be performed as the part and lot numbers of the stem and lot number of the head are unknown. The reported devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Adherence to rehabilitation protocol is unknown. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
The initial was submitted under a wrong manufacturing site. This report has been resubmitted under report# 0002648920-2019-00411. Please see report# 0002648920-2019-00411 for all further reporting related to this event.

Event description:
No further event information available at the time of this report.